Event description:
Customer's ot ultra meter was prompting error 2 and error 5 messages. The issues occurred intermittently, but they did cause customer to seek medical intervention. They stated that they kept getting ER 2 message then got ER 5 message. They decided to go to hospital to test their blood sugar and the ER meter read 500 mg/dl they gave their insulin. They retested them before they were discharged and then they were 235mg/dl.